Event description:
The customer reported false low sodium (na) patient results were generated on the au680 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) remotely assisted the customer with troubleshooting the device. Cts advised the customer to replace the sodium electrode (part number mu919400) which resolved the issue. (B)(4). Patient demographic information was not provided. (B)(6).